Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's response buttons were not working correctly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button switch was intermittent. The root cause for the intermittent switch could not be positively identified but was likely excessive force. No adverse event resulted from the intermittent front response button. The patient was issued a replacement monitor.